Event description:
In 2009, the patient reported that he received an e4 (occlusion) error while attempting to bolus. He stated that his blood glucose is elevated to 19mmol/l (342 mg/dl). His normal blood glucose level is 7-8 mmol/l (126-144 mg/dl). He stated that the infusion site and tubing had been in use since the previous night. To troubleshoot, he was instructed to disconnect from his infusion site and he was able to perform a 3 unit bolus without error. He reconnected to the infusion site and received another e4 while attempted to bolus 3 units of insulin. He was advised to remove the infusion site. Upon follow up the same day, the patient stated that he changed the infusion site and his blood glucose lowered to 10.2 mmol/l (184 mg/dl). The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion site was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.